Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturing representative (rep) and the patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain. It was reported that the patient was not compliant in her post-operative appointments. Her device was never interrogated. Her lead and battery were explanted due to a suspected infection. The doctor will reevaluate in the future for a possible re-implant. The patient¿s surgical paddle was left in the cervical space. The tails of the lead were cut at the scapula area. This was done in anticipation of a reinsertion of a new lead in the future. The issue was reported to be resolved at the time of the report.